Manufacturer narrative:
(B)(4). Physio-control provided the third party biomedical engineer with technical assistance and advised that the device was no longer supported by physio-control; therefore, parts and service are not available. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device would charge, but not shock, when prompted. There was no patient use associated with this event.